Event description:
It was reported that the peep value was incorrect. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was noted that the patient circuit on the expiratory side was blocked. The patient circuit was cleaned, and the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than the pre-set and alarms are generated. There is no indication of a ventilator malfunction at the time of the event. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).